Manufacturer narrative:
The mixer speed and adjustment were verified to be correct. The fluidics system of the analyzer was decontaminated. The sipper probe was cleaned and the adjustment was verified to be correct. The high voltage adjustment was within range. A transformer was later installed and a printed circuit board was replaced. Performance testing was run.

Event description:
The initial reporter stated they received discrepant results for 7 patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. Sample ids (B)(6) are from the same patient. No incorrect results were reported outside of the laboratory. Some sample runs were processed either in the primary tube of the sample or a sample cup containing an aliquot of the sample. The troponin t reagent lot number was 381539. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The cobas e 411 immunoassay analyzer was replaced. The cause of the event could not be determined.